Event description:
Customer called to report high blood glucose's. It was stated that the lead screw was rotating but the driver block was not engaging on it. Troubleshooting was performed, the lead screw made one complete rotation and the insulin was exiting.